Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb and the liquid crystal display flex circuit. The software was upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Manufacturer narrative:
The graphical user interface printed circuit board (gui pcb) and gui flex circuit were returned for further investigation. For the gui pcb, a visual inspection showed no anomalies. The part was placed in a test ventilator, and reported malfunction was duplicated. The cause was an electronic component failure on the video graphics array (vga) controller. The gui flex circuit was also returned. Macroscopic inspection found no anomalies in the part. When placed in a test ventilator, the reported failure was duplicated. A visual examination under a microscope revealed a cracked etch/node on the white connector. The damage/stress to the flex circuit was causing the circuit to fail. It is unknown and unreported how this damage occurred.

Event description:
Covidien received info stating that an 840 ventilator had a flickering display. The ventilator was not in use on a pt at the time the malfunction occurred.